Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and seven months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.